Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral stenosis and tachycardia was unable to be determined. The reported patient effect of mitral stenosis and tachycardia, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Code 4614 was removed and codes 4644 and 2095 was added.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation for a mitraclip procedure. Patients mean pressure gradient was 6mmhg and physician was aware and decided to implant the clip. During the procedure, a mitraclip ntw was placed on the anterior and posterior leaflet 2 (a2/p2) and the gradient elevated to 8-9mmhg with the heart rate of 90-100 bpm. Physician has administered anesthesia to lower the heart rate and gradient reduced to 6mmhg. Physician decided not to remove the clip. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, mean pressure gradient increased to 9.5mmhg with the heart rate of 85 bpm. Physician decided to manage the patient's heart rate with the medication to maintain the low-pressure gradient.